Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had scar tissue form on the right ventricular (rv) lead causing increasing thresholds and downward trending impedances. It was further reported that the unipolar impedance was higher than the bipolar impedance. According to the patient, the doctor said the scarring will cause the device to have premature depletion. In addition, the patient reported that the device is only supposed to pace at night but is pacing all the time. Also, the patient is sensitive to the in office device tests and can "feel it." The rv lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted at proximal conductor (not obstructed). The outer insulation was breached cut. Blood was noted in/on helix/lobe mechanism. Apparent explant damage was noted.

Event description:
It was reported that the patient had scar tissue form on the right ventricular (rv) lead causing increasing thresholds and downward trending impedances. It was further reported that the unipolar impedance was higher then the bipolar impedance. According to the patient, the doctor said the scarring will cause the device to have premature depletion. In addition, the patient reported that the device is only supposed to pace at night but is pacing all the time. Also, the patient is sensitive to the in office device tests and can "feel it." The rv lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.